Manufacturer narrative:
Lead s/n ¿ (B)(4): the complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. Four cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. No exposed cables. Lead s/n ¿ (B)(4): the complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. Two cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. No exposed cables. Anchor sc-4316: visual inspection revealed one anchor had a fractured eyelet. The cause of the damage was not determined. There was no missing silicone.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The physician suspected that the lead was broken but there were no exposed wires. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead 70cm; model #: sc-4316, lot #: 17890627, description: next generation anchor kit sterile.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The physician suspected that the lead was broken but there were no exposed wires. The patient was doing well post operatively.